Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
All of the buttons on the insulin pump had frequently no or intermittent button response. Customer's blood glucose was 199 mg/dl. The device wasn't dropped or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being return for analysis.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly, however the insulin pump had corroded keypad traces, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case on display window corners.